Event description:
Information was received from a healthcare professional (hcp) and a company representative regarding a patient receiving morphine (20 mg/ml at 6.001 mg/day) via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. On (B)(6) 2017 it was reported that a motor stall was seen at initial interrogation. The patient had not recently had an MRI and denied falling. The patient had heard the critical alarm and had symptoms of withdrawal. He went to the ER (emergency room) on saturday ((B)(6) 2017) where he was given opioids and ¿got better¿. He then went home and heard the pump alarm again. The pump eri (elective replacement indicator) was 17 months at the pump refill in (B)(6). The pump status and/or event log showed a motor stall occurred ((B)(6) 2017) and stopped pump period may exceed tube set messages. The stall was active; no recovery was noted. The issue was not resolved. The pump was being replaced on (B)(6) 2017. The patient status was reported as ¿alive ¿ no injury¿. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Eval code-conclusion updated.

Event description:
Additional information was received from the rep on (B)(6) 2017. The rep stated that they were unable to obtain the patient¿s weight, as it was not listed in the chart. The rep shipped the pump back to the manufacturer for evaluation on (B)(6) 2017 and requested a report be sent to the physician. It was stated that the physician was aware of the pump and all of the above. Additional information was received from the manufacturer¿s representative (rep) on (B)(6) 2017. The pump was returned to the manufa cturer for analysis. The pump printout was included, which stated a motor stall occurred and there was a ¿stopped pump period may exceed tube set.¿

Manufacturer narrative:
Analysis of the pump revealed a gear train anomaly due to corrosion and wear, and a motor stall due to shaft-bearing. Result code (B)(4) and conclusion code (B)(4) no longer apply. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding.  Medtronic selected conclusion code (B)(4) because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.